Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). It is alleged that on (B)(6) 2015 the patient had unspecified injuries related to a defect in the ventrio st (device #1) and underwent revision surgery with implant of an unspecified bard/davol ventrio. As reported the patient is only making a claim for an adverse patient outcome against the ventrio st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."